Manufacturer narrative:
This incident meets the reporting criteria of an FDA MDR report based on the intervention carried out for bleeding as a result of the perforation of intrahepatic bile duct. Though not definitively confirmed, the physician has indicated that the perforation may have been caused by the zebd stent. The reported complaint device, zebd-7-12 was not returned for eval. As the lot number was not provided, a review of the mfg records for the device could not be carried out. The complaint was confirmed based on the customer's testimony. The zebd device was implanted in the (B)(6) white male with a history of cholelithiasis, interstitial pneumonia, angina pectoris and other unk conditions. It is not known how long the stent was implanted in the pt before being removed. According to complaint info rec'd, the physician commented that ' I assume that the taper-shaped stent end might not have been according to the intrahepatic bile duct shape but been in the pigtail shape, which might cause perforation although there was no evidence since no pre-procedural perspective image was taken.' Feedback rec'd from the sr prod mgr in relation to this complaint is as follows: 'the diameter of the duct was smaller hence the physician decided to place the stent in the duct in a straight way i.e with a little bend and not a curve on the pigtail. X ray images confirmed this. Leaving the pigtail in this shape raises a red flag clinically in my opinion... It is important to have enough space/diameter within the duct to allow for the curling of the stent pigtail. ...it is possible that the memory shape of the pigtail would have caused that the tip to work its way into the wall of the cbd. If force is applied during removal of a stent in this position, it is possible to tear open a vessel. A smaller french size device would have been recommended in this circumstance.' It was confirmed that the pt died two days after removal of the zebd stent. Add'l info was rec'd from the hosp stating that the pt death was probably caused by septic shock. As the device was not returned for eval, the root cause of this complaint cannot be conclusively determined. Prior to distribution, all zebd-7-12 devices are subject to visual inspection and functional checks to ensure device integrity. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Unk date: a straight erbd stent was initially placed for drainage due to jaundice since the physician judged that the pt would not be able to tolerate lithotripsy due to angina pectoris and other chronic diseases. (B)(6)2014 (exact date unk): since the erbd stent migrated, zebd-7-12 was selected as the replacement of the erbd to prevent migration. Diameter of the pt's proximal common bile duct was small, so the physician decided not to make a "pigtail" shape in the common pile duct. Instead, the zebd stent was placed with the taper-shaped stent end hooked on the left intrahepatic bile duct b3. (B)(6) 2014: since the zebd stent was occluded (jaundice was observed again), stent removal was conducted. Olympus's endoscope jf-260v was advanced to the papilla, then a snare device was advanced to catch the stent. After that, the stent was removed and withdrawn into the endoscope. Right after the stent removal, severe bleeding occurred and a reduction in blood pressure was observed. Emergency angiography was performed through, the bleeding point could not be confirmed. Then the left hepatic artery embolization was conducted with a coil/coils to stop bleeding. On (B)(6) 2014 (2 days after the event), the pt died.